Event description:
Boston scientific received information that during a routine device replacement procedure, once the chronic right ventricular (rv) lead was connected to this newly implanted device, shock impedance measurements were greater than 200 ohms. Ultimately, the rv lead was surgically abandoned and replaced. This device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.